Event description:
Customer reported he inserted a new infusion set this morning and his blood glucose was 430 mg/dl. He treated about thirty minutes ago. Customer declined troubleshooting. He believes he inserted the infusion set incorrectly this morning. He removed the infusion set and the cannula was bent. Customer was advised to change his infusion set and reservoir and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).